Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. While trying to pass the 2.50x20mm liberte stent inside a right branch, the stent was found to be improperly positioned, as if it were rolled around the tip of the balloon. Additional information was requested, but not provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).